Manufacturer narrative:
During eval of the device at the MFR's service ctr, a failure of the device to power on was observed. The device's system board was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.